Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead continued to under sense the r-waves in spite of programming to the most sensitive setting. The rv lead remains in use pending a lead revision. No patient complications have been reported as a result of this event.